Manufacturer narrative:
(B)(4). It was reported that a patient who experienced a previously reported peritonitis event subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was septicemia. It was not reported if an autopsy was performed. Physioneal 2.5%, extraneal, and dianeal 4.25% pd-2 therapies were ongoing until the time of death, but it was not reported if physioneal 1.5% therapy was ongoing until the time of death, and it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death.

Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by gaseous abdomen and weakness. One day prior to diagnosis, the patient was hospitalized for manifestations of the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal and extraneal therapies were ongoing, but it was not reported if dianeal therapy was ongoing. Hospitalization was prolonged by the peritonitis diagnosis. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.